Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an expanding abdominal aortic aneurysm in 2002. The diameter of the infrarenal neck was approximately 20 mm, and the pt was reported to have very tortuous and small vessels. Operative reports rec'd state that the pt was brought to the operating room and prepped and draped in the usual sterile fashion, and the femoral arteries were isolated and cannulated. Angiography revealed significant areas of disease throughout the aorta and associated arteries. A 22 french sheath was inserted into the left femoral system. The artery was reported to be quite soft and small, and it was difficult to advance the sheath beyond the external iliac more than 1 or 2 cm. The sheath was removed, and a 21 french obturator was successfully passed into the aorta. The obturator was exchanged for the 22 french sheath, and again the sheath was met with significant resistance; however, the sheath was successfully inserted 3-4cm into the external iliac artery. The bifurcated stent graft was inserted with difficulty into the infrarenal aorta and deployed. As the runners were removed, the pt became hemodynamically unstable, and blood began pooling in the left femoral system from behind the inguinal ligament. It was reported that the 22 french sheath had caused disruption of the iliac artery. The contralateral gate had not yet been cannulated: therefore, an occlusion balloon could not be passed. A retroperitoneal cutdown was performed, and the artery was clamped. During this time, resuscitative measures with blood products and aortic cross clamping were necessary. The pt repsonded immediately with an increase in blood pressure. Examination of the left iliac system revealed that a 2-3 inch segment of the left iliac artery had been completely removed. The stent graft could be seen in the very distal end of the common iliac artery. A hemashield graft was used to repair the vessel. The contralateral gate was cannulated, and the right iliac stent graft was deployed in a crossover configuration. Final angiogram demonstrated no endoleak and adequate stent graft positioning. Doppler signals showed good flow to both femoral regions. Despite the complications, the pt tolerated the procedure well and postoperatively was transported to the intensive care unit intubated but in satisfactory condition.